Manufacturer narrative:
Follow-up #1 - product analysis: the device was returned and evaluated by product analysis on 04/22/2016 with the following findings: the display screen was found to be cracked in multiple locations indicative of having experienced a large external force. The pump powered on with a blank display screen. Replacement with a test display returned the pump¿s display function to specification. Unrelated to the complaint, the pump emitted a call service 069 alarm. An integrated circuit failure was identified.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display-cracked issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.